Manufacturer narrative:
Evaluation: preliminary investigation, based on photos provided of sample, show that this event was likely due to user error during setup. The pictures clearly show that the outer casing around the aluminum tube was dented. The aluminum tube inside was split in one of the grooves which appears to be in the same location as the dented area of the outer casing. Historically this type of fault is likely due to excessive force used when setting up the disposable in the fluid warmer. We can report that we have not received any other reports on this device lot number. We will be submitting a follow up report once the sample is evaluated by the manufacturing site.